Event description:
It was reported that fifteen days post a chronic catheter placement, the line was allegedly found to be broken and separated. It was further reported that a leak was allegedly noted. Reportedly line segment was repaired and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2028). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one blue luer extension leg segment was received for evaluation. Visual, tactile and functional testing were performed. Splits were noted on the proximal portion of the clamping sleeve. Hydrostatic pressure was applied by clamping the distal end of the segment while infusing, leaks from the splits on the proximal portion of the clamping sleeve were observed. Therefore, the investigation is confirmed for the reported fluid leak and identified material split issue. However, the investigation is inconclusive for the reported fracture and material separation as the received segment was a single blue luer extension leg in which edges are noted to be glossy with striations. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 06/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen days post a chronic catheter placement, the line was allegedly found to be broken and separated. It was further reported that a leak was allegedly noted. Reportedly line segment was repaired and replaced. There was no reported patient injury.